Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received at service center and evaluated. It was found that the distal tip and fiber along with the outer tube were damaged. Also there was a voltage flashover from electrode which caused illumination. The outer tube was replaced and the serial number of the device was updated to (B)(4). The device was fixed and restored to specification. The damaged distal tube and outer tube confirms the complaint reported by the customer. However, given the information provided we cannot discern a definitive root cause for the identified failures. A manufacturing record evaluation was performed for the finished device [serial: (B)(4)] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the biomed via phone the hd ep scope 4.0, 30, 167 was found to have a scratched on the lens. The issue was found post op. No patient harm or delay associated with this. They will send unit back in for repair.